Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery lesion with 50% stenosis. The 014 hi-torque pilot 50 guide wire was advanced to the target lesion; however, it failed to cross the lesion. After removal, it was noted that the core of the guide wire had separated. Multiple attempts were made to retrieve the separated piece with a microcatheter and a non-abbott guidewire; however, the piece remained free floating in the patient. Therefore, the procedure was aborted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 50% stenosed anatomy resulting in the reported failure to advance. Interaction/manipulation of the device ultimately resulted in the reported material separation. As reported, multiple attempts were made to retrieve the separated piece with a microcatheter and guide wire; however, the piece remained free floating in the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.